Manufacturer narrative:
Concomitant medical products: product ID; 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-may-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 24-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of complex reg pain syndrome type I and spinal pain. It was reported that the ins was not working for the last two months of use and there was a lead migration/dislodgement. The entire system was explanted and not replaced. The event was resolved without sequelae. No patient complications were reported as a result of this event.